Manufacturer narrative:
It was reported that the planning station would not turn on. A DHR review and a complaint history review did not identify any contributory factors to the event. The analysis performed on the laptop determined that the hard drive was physically damaged. However the reason of this damage remains unknown.

Event description:
On the afternoon of 17-jan, the fellow called field service engineer to say that the planning station was not turning on. There was an error that popped up on a black screen. They were then prompted to either start in safe mode or regular start. Once chosen, the screen was a blank black screen. This remained the same until the planning station was manually powered off. Please see attachments for the errorscreens. The computer was left off for the night, and as of the morning of 18-jan, there was the same issue. The fellow was just trying to look at an old patient folder, so there was not patient involvement.

Manufacturer narrative:
Follow up report submitted to correct the part number of the computer for pre-op planning provided in the initial report

Event description:
On the afternoon of 17-jan, the fellow called field service engineer to say that the planning station was not turning on. There was an error that popped up on a black screen. They were then prompted to either start in safe mode or regular start. Once chosen, the screen was a blank black screen. This remained the same until the planning station was manually powered off. Please see attachments for the errorscreens. The computer was left off for the night, and as of the morning of 18-jan, there was the same issue. The fellow was just trying to look at an old patient folder, so there was not patient involvement.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) number: (B)(4).

Event description:
On the afternoon of (B)(6), the fellow called field service engineer to say that the planning station was not turning on. There was an error that popped up on a black screen. They were then prompted to either start in safe mode or regular start. Once chosen, the screen was a blank black screen. This remained the same until the planning station was manually powered off. Please see attachments for the error screens. The computer was left off for the night, and as of the morning of (B)(6), there was the same issue. The fellow was just trying to look at an old patient folder, so there was not patient involvement.